Event description:
The customer reported an erroneously elevated troponin I (access accutni+3) result, above the normal reference, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. An initial result of 1.34 ng/ml was obtained and released out of the laboratory. As a result, the patient was admitted to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The customer then analyzed two additional samples from the patient, on the same instrument, and obtained lower results of 0.00 ng/ml and 0.00 ng/ml, respectively (the date of the analysis is unknown). The patient's samples were collected in lithium heparin plasma tubes with gel and centrifuged at 4,034 rpm (rotations per minute) for five minutes, at room temperature. The samples were stored in refrigeration, and no sample integrity issues were noted. The customer indicated all system parameters, including quality control (qc), calibration, and system checks, performed within assay and instrument specifications at the time of the event. The customer did note that one of two precision tests performed, following the event, failed due to high fliers. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. The field service engineer (fse) verified the luminometer and ultrasonics settings; no issues were noted. The fse observed reduced flow in aspiration. The fse noted the peristaltic pump tubing was secured using tie wraps. The fse removed the tie wraps and ensured the peristaltic pump tubing was routed properly for clear aspiration. In addition, the fse proactively replaced the precision pump seals. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.